Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 63mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the proximal neck was 28mm. Proximal neck length by centerline was 14mm. During the index procedure a type ia endoleak was noted due to the short proximal neck. The physician decided to add an extension cuff 36x36x49 and the endoleak was resolved. While the aortic extension was added the physician covered the right renal artery unintentionally. The physician attributed the ra occlusion due to a technique since a wire was not advanced and angiography was not carried out to confirm the position where the stent graft was deployed. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).